Manufacturer narrative:
Not reported to manufacturer at the time of alleged diagnosis and treatment. No test, lab, or other data provided to manufacturer. Report is based on information stated in legal complaint.

Event description:
Alleged bia-alcl diagnosis and treatment (B)(6) 2018.